Event description:
A report was received via FDA's medical products reporting program that a pt developed fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt used the product from 2005 to three months later. Five days later, the pt had a bad eye infection and went to the hosp. The pt was diagnosed with fusarium keratitis and given unspecified steroid treatment. The pt's eyelids were scraped to remove the fungus. The pt reported having considerable vision impairment (more than 50% loss) and scars in the left eye. The pt also reported having extremely dry eyes.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.